Event description:
Customer reported the defibrillator would not power up when being connected to a pt for monitoring purposes only. No adverse pt outcome. Service rep unable to duplicate reported condition. Proper operation of the device was confirmed.